Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was found to have a short insertion.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was usd. The needle detached from the suture when the nurse grasped it with the needle holder. There were no adverse patient consequences.